Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer failed cross pacing due to dirty contacts on the programmer connector. The connector was cleaned and debris removed from the contacts. The analyzer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the analyzer required corrective maintenance or repair. The analyzer was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.